Event description:
"Shock not delivered" was reported. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). "Shock not delivered" was reported. There was no reported patient involvement. A philips field service engineer evaluated the device. There was no trouble found with the device. After passing all performance assurance tests the device was returned to the customer. No further communication was requested and none is warranted. Based on the customers report we are considering this a malfunction but we cannot determine the cause because there was no trouble found with the device.